Event description:
It was reported that the patient complained of heart racing. On (B) (6) 2010 the patient presented to the clinic stating he was feeling poorly since the placement of the device. Patient felt like heart was racing, with pressure in the chest and back. Patient felt "trapped". The device was checked and no issues were identified. The pacemaker rate was decreased from 80-100bpm to 50-60bpm. The clinician was unsure if the symptoms were related to rate drop response (rdr), so rdr was turned off. Patient was in sinus 40-50bpm with 83 rdr episodes. On (B) (6) 2010 the patient followed up with the physician. Patient continues to have insomnia and complains heart is still pounding with lightheadedness. Rdr was left off. The clinician stated the patient is stable, but appears to have anxiety related to the implantation of the device. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.